Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that she had an unexpected restart alarm on the insulin pump. Customer's blood glucose was 71 mg/dl at the time of the incident. Customer had two unexpected restart alarms and two external ram error alarms. Caller stated that a temp basal was not programmed before the alarm occurred and the pump was not stored or not in use for an extended period of time. Troubleshooting was performed and the caller stated that the bolus amount was recorded in the bolus history. Caller was advised that the pump will need to be replaced. Caller was also advised to discontinue use of the pump and revert to a back-up plan.